Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawer 4-1 enhanced half-height cubie drawer on the main unit had reported multiple failures, as shown in the event viewer for drawer 4-1 and pockets in row b. The fse replaced the drawer controller, replaced the retractor, replaced the cubie tray in row b, and reseated the row board cable on all row boards and the drawer controller. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e12fl2 main drawer 4.1 failed. Users were unable to recover the drawer, resulting in all pockets being inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.